Event description:
Facility alleged that the foot siderail would not go down.

Manufacturer narrative:
Technician found the left intermediate siderail latch was broken. Replaced latch to resolve this issue.